Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a radio frequency pic failed self test. Insulin pump received an a44 alarm during self-test. Customer's blood glucose was unknown. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms noted. No unexpected pump reset anomaly noted. The insulin pump had minor scratched display window.